Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the described failure by the customer was confirmed based on the attached photo and depot evaluation. As per wo-(B)(4), the saw handpiece was returned to depot for evaluation. The service technician was able to replicate the reported issue was due to unintended activation/motion. The device was repaired and the system is performing as per specifications. The most probable root cause for the identified failure can be linked to component failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure it was observed that the robotic assisted saw handpiece device was operating by itself when the device was brought into the right plane and near the knee. It was reported that the surgeon did not have to give any power to the saw by pushing the button. It was reported that when the saw device was removed from the bone, it stopped automatically. It was reported that the surgeon was carefully able complete the resections on the femur and the procedure was successfully completed. It was reported that the robot was mounted to bed. There were no adverse consequences to the patient, or surgical delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.